Manufacturer narrative:
H3: device evaluation: lens was returned dry, in a micro-centrifuge vial with residue on product. Visual inspection found no visible damage to lens. Residue on lens surface was observed. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -10.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to glare/haloes. This explant resolved the problem. It was reported that the surgeon plans on implanting a replacement lens but the date is not fixed yet. If additional information is received a supplemental medwatch report will be submitted.